Event description:
In 2007, this male pt had one cypher select stent implanted in the proximal left anterior descending. In 2008, the pt was hospitalized with angina pectoris. The pt had thrombosis and 60% restenosis. The pt was treated with a taxus stent.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.